Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the inner coil was not welded to the helix shaft during manufacturing. Due to the missed weld, the inner coil and stopper had detached from the helix shaft. This resulted in the reported field event of low sensing, high capture threshold, and high impedance.

Event description:
It was reported that during implant low sensing, high threshold and high impedance were observed. The lead was not implanted.